Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. The investigation determined the reported inability to remove the lock line appears to be related to the knots on the lock like. A conclusive cause for how the lock like become knotted cannot be determined. It should be noted that the intended use section of the mitraclip system, instructions for use instructs to while holding the ends of the lock line, remove the lock lever cap and o ring. Unwrap the two ends of the lock line in a counterclockwise direction. Separate the ends of the lock line and remove the plastic cover from the lines so that no twists or knots are present. The reported improper or incorrect procedure or method was due to the user did not verify if knots were present prior to lock line removal; however, the investigation could not determine if the deviation would have contributed to the reported issues. There is no indication of a product issue with respect to manufacture, design or labeling. Device is not returning.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The other additional mitraclip device referenced are being filed under a separate medwatch report number. Exemption number e2019001. (B)(4).

Event description:
This is being filed to report detachment, retraction problem, lock line knots and inability to remove lock line. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4. During preparation of the first ntr clip delivery system (cds 90626u153), the clip was inadvertently pulled too far causing a part of the clip introducer to detach. The cds was not used in the patient, and the procedure continued with a second cds. The second cds (90627u323) was advanced to the mitral valve, and the clip was placed. However, during the deployment sequence, knots were observed on both sides of the lock line and the lock line could not be removed. Reportedly, the physician did not verify if knots were present prior to lock line removal. The cds was removed with the clip attached. A third clip was deployed. One clip was implanted reducing mr to 2. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.